Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding ") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, back pain, abnormal weight gain, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, genital haemorrhage, pelvic pain and tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('near the cornu of the uterine cavity (within the myometrium) are 2 essure coils') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, menstrual cycle abnormal, endocervical squamous metaplasia, paratubal cyst, ovarian cyst and menometrorrhagia. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (vaginal hysterectomy with right salpingooophorectomy and hysterectomy and removal of the essure device) and several extractions. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain, abdominal distension, back pain, abnormal weight gain, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, embedded device, genital haemorrhage, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: near the cornu of the uterine cavity (within the myometrium) are 2 essure coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient middle name, dob, medical history, event: near the cornu of the uterine cavity (within the myometrium) are 2 essure coils, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('near the cornu of the uterine cavity (within the myometrium) are 2 essure coils') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, menstrual cycle abnormal, endocervical squamous metaplasia, paratubal cyst, ovarian cyst and menometrorrhagia. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (vaginal hysterectomy with right salpingooophorectomy and hysterectomy and removal of the essure device) and several extractions. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain, abdominal distension, back pain, abnormal weight gain, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, embedded device, genital haemorrhage, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: near the cornu of the uterine cavity (within the myometrium) are 2 essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: updated imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.